Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the atrial lead was part of a system revision due to infection. The atrial lead was explanted. No additional adverse patient effects reported.